Event description:
The user facility reported that a monitor connected to their hexavue custom room rack was flickering and losing video. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.